Event description:
The following was reported via maude event report (B)(4) and in follow up with the patient. Patient alleges that he was implanted with ventralex patch on (B)(6) 2009, for a small umbilical hernia. Following surgery the patient alleges having soreness, general malaise, stomach pains, and chronic chest pain. On (B)(6) 2011, the patient alleges that he awoke with severe stomach pains and began throwing up blood. He alleges that he had to be rushed to the hospital where the physicians discovered an intestinal blockage. The next day he alleges that he underwent explant of the mesh. He alleges that the mesh had eroded into his intestine and cause adhesions. The patient alleges that he remained in the hospital with undisclosed complications for three weeks, and then was readmitted for another week. He alleges that he required home health care to provide daily wound care for impaired wound healing. He states that currently he is seen by a physician as he has not been able to get back to his usual state of health.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided, nor was the explanted device returned for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.